Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple no deliveries during boluses. The battery was only lasting 2 weeks. There were scratches on the insulin pump. The insulin pump was slow to rewind and had grinding noises during the process. The customer declined low battery, off no power, and no delivery troubleshooting. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and to revert to a back-up plan. The customer was advised that the device would be replaced to return the product for analysis but the customer wanted to keep their current insulin pump. The device will not return for analysis.